Event description:
Medtronic received info that during cardiopulmonary bypass, the oxygenator worked poorly. With blood flows of 5 l/min, the po2 measured approx 50mmhg. The oxygenator was changed out of the circuit. There was no adverse effect to the pt, the operation was completed successfully.

Manufacturer narrative:
Conclusion: without the return of the product, at this time the cause of event cannot be determined. The product is expected but has not yet been returned for analysis. The device specific info has not been provided therefore, the mfg history of the device cannot be checked. Conclusion: without the analysis of returned product, we are unable to determine the cause of the reported event. If the unit is returned for analysis, a follow-up MDR report will be submitted with product analysis.